Event description:
(B)(4). Fatigue, insomnia, chronic back/hip/leg/shoulder/pelvic pain, chest pain as having a heart attack, bowel issues constipated to diarrhea, daily headaches sometimes migraines, severe stomach cramps, thinning hair/hair loss, underactive thyroid, all over itching/dry skin, numbness down my legs, numbness and amp; tingling in my fingers (raynaud's), brain fog/forgetfulness, weight gain/bloating, facial acne, ringing in my ear 24/7, night sweats, sharp stabbing pain in my ears, mood swings/depression, gluten sensitivity, degenerative disc disease, teeth problems, sharp pain that shoots from hip down my leg.